Event description:
During routine follow-up of the device involved in this report, some inconsistencies were observed in the follow-up data stored in device memory (aida): a total time in mode switch (algorithm to prevent high rate pacing in the ventricular channel in case of atrial arrhythmias) of 69 days was displayed , but there was no corresponding episode recorded in device memory.

Manufacturer narrative:
December (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.